Manufacturer narrative:
Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. Today customer's blood glucose level was over 500 mg/dl. He has fallen and broken furniture from lows. The customer was treated with insulin pump and manual injections. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.